Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few beats that were undersensed due to some variation in the r-wave amplitude. Programming changes were made. No symptoms were reported.